Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the stop on light head rotation is broken. Such issue can leads to grinding during movement, creating risk of detachment of filings. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the stop on light head rotation is broken. Such issue can leads to grinding during movement, creating risk of detachment of filings. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the issue has been solved by the replacement of the affected fork. It was established that when the event occurred, the surgical light did not meet the manufacturers specification and it contributed to the event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices to install base, complaint ratio is very low. The problem with the stops rotation is due to a lack of contact area between the stops. These stops realized with screw heads seem to be too short and become ineffective over time. The result is that the light can rotate freely, unplugging the cables and eventually creating some metal fillings. In september 2011, maquet sas has changed these screws in the production line but has not noticed any adverse outcome. Before this date, the screws were a bit longer, hence the stops stronger and should not be concerned by this problem. This issue is followed through the CAPA 464134. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.